Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the catheter used with the left ventricular (lv) lead broke during slitting. The lead was withdrawn and then re-implanted with a new catheter. It was also reported that the lv lead dislodged when removing the second delivery catheter, resulting in high pacing thresholds. The lead was removed and successfully placed in a different location. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was analyzed and it was damaged. The catheter shaft was bent and separated from the hub. The analyst commented that spiral slitting is visible. The shaft is kinked and torn at 11.8cm from the handle. The shaft is flattened at 27cm from the handle. The shaft is separated at 38.5cm from the handle. Tissue is visible on the shaft. Stress cracking is observed on the shaft at the break site where slitting stops. The shaft is kinked at 54cm.